Event description:
It was reported that the device beeps continuously; foggy lens; damaged rear case. Unknown/no patient injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on the downstream sensor cause continuous alarm. Both rear/front housing were damaged and lens was foggy. Replaced defective downstream occlusion sensor and rear/front housing assembly. The cause of the reported problem was traced to the customer damage of the device. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. D5: correction: operator of the device: unknown. E4: correction: customer reported to FDA: no information.

Manufacturer narrative:
Additional information was received confirming no patient involvement, issue was found during preventive maintenance testing., corrected data: updated d1 and d4, model number.